Event description:
A malfunction was reported by the caller involving their insulin pump. There was no impact on the customer's blood glucose level that exceeded 500 mg/dl. Technical support arranged for a replacement pump with updated software to be sent to the customer, who did not have a backup therapy available at the time and planned to consult their healthcare provider. The customer was instructed on returning the malfunctioning pump and understood the necessary steps to take upon receiving the replacement.